Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received one irrigation syringe bulb in open packaging. During the visual inspection, there was a note found inside of the syringe that said ¿100 reported¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "irrigation syringe after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Do not resterilize. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4).

Event description:
It was reported that a note stating "100 reportadas" was found within the bulb of the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a note stating "100 reportadas" was found within the bulb of the syringe.